Event description:
On (B)(6) 2012 a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter mentioned that the patient manages his blood glucose using an insulin pump. The reporter denied that the patient made any changes to his normal diabetes management due to the alleged issue starting. The reporter stated that the alleged product issue began (B)(6) 2011 at 3:30pm, while he was at a health care providers (hcp) office for a routine exam. As part of that routine exam, the patient obtained a blood glucose result of "68mg/dl" with the subject meter. The reporter stated that "an oral medication, possibly glucagon" was given by the hcp at this time. The reporter claimed that 15 minutes after the patient was administered the glucagon, he felt "weak" with no other symptoms. On (B)(6) 2011 at 4:00pm, a blood glucose result of "32mg/dl" was obtained on an unknown clinic meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The reporter advised that immediately after the reading of "32 mg/dl" was obtained he was given "8oz of (B)(4)" by a clinic staff member and that by 4:15pm he felt better. At approximately 4:15pm, a blood glucose result of 108mg/dl was obtained on the clinic meter and the patient reportedly went home. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and that the patient was an approved sample site. The cca also provided troubleshooting for a damaged display on the subject meter. The patient did not have testing strips or control solution to test the subject meter and strips. Replacement products were sent to the patient. The reporter advised that they were able to continue testing with the subject meter, the display issue did not stop the patient from testing. This complaint is being reported as an adverse event because the patient reported being treated by a hcp after obtaining the alleged inaccurate high reading and subsequently developing symptoms and requiring additional treatment. In addition, the two results being compared fall outside of lfs's specifications for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation with test strips. However, the meter was found to have broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.